Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that batteries were draining quickly in the insulin pump. The customer also stated that he lost the transmitter. Customer wanted warranty information. The customer's blood glucose level was unknown. The customer disconnected the call and nothing was replaced or returned.